Event description:
The pt experienced lack of pain relief. The aspirated reservoir volume did not match the expected volume during a pump refill. The catheter could not be aspirated during a dye study. During surgery, the catheter was found to be patent. The physician believed the pump was not working. The pump contained dilaudid. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.